Event description:
It was reported that the device does not save settings and the user could not troubleshoot. There is no patient information available.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.